Event description:
Hosp ICU personnel initiated external pacing on a pt, condition unk. According to the reporter, the pt's rhythm was captured at 11 ma but the device would intermittently lose capture of the pt's rhythm. Internal pacing was initiated and the pt was resuscitated.